Event description:
The patient reported nausea which she associated to the placement of the leads. The patient elected to have her leads explanted. Patient's nausea did not reslove after explant.

Manufacturer narrative:
The explanted leads were discarded by the surgical center and will not be returned for evaluation. This is the final report.